Event description:
It was reported that the caller experienced an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer replaced pump supplies as necessary and continue insulin.